Event description:
It was reported that during a baseline procedure in 2003, stent recoil was observed on the calcified lesion. After several postdilatations with a 3.5 mm balloon, residual stenosis (30%) still existed. Eleven days later, stent thrombosis occurred with symptoms of recurrent ami. The patient was treated with iib/iia blocker (abciximab) and additional stent implantation. After the second stent implantation, residual stenosis (about 10%) was observed with timi-3 flow. The patient stayed in the hospital.